Event description:
It was reported that the pixel would not advance over the guide wire. Another pixel was used without any reported resistance. This MDR is being filed based on the investigation analysis in which the tip was detached.